Event description:
A risk manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, lens became stuck in the incision. Haptic broken off of the lens upon retrieving the lens. There was no serious harm reported. Unexpected or prolonged care was not required. Additional information was requested, but further no information was available.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and broken haptic was observed. Intraocular lens returned positioned incorrectly in the intraocular lens case. A significant amount of solution is dried on the intraocular lens. Both haptics are adhered to the optic surface in a folded position, one haptic is broken torn and partially adhered, the other haptic is bent. The optic is intact. We are unable to determine the root cause for the reported complaint "haptic broke off ". The cartridge was not returned. Associated products were not provided. Lens position in the cartridge for the advancement cannot be confirmed. The broken haptic was reported to occur when the lens was removed from the incision after unsuccessful implantation. We are unable to verify if the intraocular lens contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).